Event description:
The following information was reported to gore by the field sales associate (fsa): on (B)(6) 2025, the patient presented with stenosis of both, the right and left common iliac artery, and underwent treatment utilizing two gore® viabahn® vbx balloon expandable endoprostheses (vbx device). As reported, it was a kissing stent technique procedure where both catheters were placed successfully in position. Reportedly, size 6 f and 8 f cook 45 cm introducer sheaths were used. Inflation was also successful and both vbx devices remained in the correct position. After deploying, the balloons were deflated and resistance was felt in both catheters as soon as they were withdrawn. The control angiogram showed that the right vbx device was no longer in the kissing position, but had compressed proximally by approximately 1.5 cm. Another stent was implanted in the same position during the index procedure. There was no patient harm reported.

Manufacturer narrative:
Updated information (b5 describe event or problem was updated) was provided to gore that another stent was implanted in the same position during the index procedure. There was no report of patient harm. The event, if it was to recur, may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health. Therefore, this event is considered not reportable and the report (manufacturer report number 2017233-2025-05884) is being retracted.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: as the device remains implanted, no further investigation of the device can be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested but were not received yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore by the field sales associate (fsa): on (B)(6) 2025, the patient presented with stenosis of both, the right and left common iliac artery, and underwent treatment utilizing two gore® viabahn® vbx balloon expandable endoprostheses (vbx device). As reported, it was a kissing stent technique procedure where both catheters were placed successfully in position. Inflation was also successful and both vbx devices remained in the correct position. After deploying, the balloons were deflated and resistance was felt in both catheters as soon as they were withdrawn. The control angio showed that the right vbx device was no longer in the kissing position, but had compressed proximally by approx. 1.5 cm.